Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Mobile showed a value of 97 mg/dl and the comparison test with hospital meter (brand unknown) 60 mg/dl. Comparison tests within 10 minutes. No adverse event occurred. The involved test cassette is not available anymore.